Event description:
The customer reported that erroneous and/or imprecise thyroid stimulating hormone (tsh), free total thyroxine (frt4), vitamin b12 (vit b12), prostate specific antigen (psa), carcinoembryonic antigen (cea), human chorionic gonadotropin (bhcg) and ov monitor results were generated from a unicel dxl800 access immunoassay system for multiple patients. Beckman coulter inc. Assessment of customer supplied data indicated the generation of eighteen thyroid stimulating hormone (tsh), twelve free total thyroxine (frt4), seven vitamin b12 (vit b12), two prostate specific antigen (psa), one carcinoembryonic antigen (cea), one human chorionic gonadotropin (bhcg) and one ov monitor erroneous or imprecise patient results. This report represents the imprecise ov monitor results generated on (B)(6) 2012. Beckman coulter inc. Assessment of customer supplied data indicated that a ov monitor result, above the normal range of the assay, was generated for 1 patient that was reproducible upon repeat, but collectively the results were not within labeled ov monitor precision limits. The initial, imprecise result was reported outside of the laboratory and it is unknown as to whether there was an impact to the patients, or modification to their treatment, based upon the erroneous results. Additional patient and assay results were included in the customer supplied data however no other results have been questioned as part of this event. Quality control results for the involved assays were failing at the time of the event. Patient specific data, system check information and sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012. The field service engineer (fse) reported aspirate probe 1 was not aspirating any fluids and had become compressed. The fse replaced the wash carousel peri pump head and peri pump tubing. The fse verified hardware repairs after service was complete and returned the instrument back into service. A definitive root cause has not been determined to date.